Event description:
It was reported that the patient was seen post implant of the implantable loop recorder (ilr) with the complaint of a ruptured breast implant. It was noted that the patient had a history of failed breast implants. The patient was referred to a plastic surgeon for repair/replacement of the implant. The ilr function was determined to be normal and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).